Event description:
The customer reported that the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The ventilator is being returned to the factory for evaluation. Vent inop, when in use, will stop providing ventilatory support to the patient and the ventilator should be replaced.

Manufacturer narrative:
Additional product code: nou. Device being returned to factory for analysis; evaluation not yet begun.